Event description:
It was reported that the tip of the bur guard sheared and broke off during a wisdom tooth extraction. No pieces came into contact with the patient, and there was no reported patient or user injury. The case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on investigation details the melted bur guard was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. The driver can overheat and bur guard can melt if the bur guard is pushed into the load position on the handpiece by the customer during use. When this happens, the nose cone comes into contact with the bur guard, and the friction can melt and/or break the bur guard. The warning, which is sent with every bur guard, as well as, the instructions for use both state the proper installation for the bur guard. The bur guard was scrapped since it was broken.